Manufacturer narrative:
(B)(4). Batch # n5565w. The analysis found that one pse60a device was returned with no apparent damage and with an ecr60g partially fired cartridge loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was opened and initially fired correctly. Upon the second firing, the device locked out. A green reload is still present in the jaws with proximal staples engaged but not formed. The consultant uses the device with the gore seamguard product for every firing. Upon discussion with consultant and scrub nurse no obvious errors were reported. The gun was rinsed between firings, the green reload was new, red safety tag in place whilst it was loaded. Consultant used the reverse switch to safely remove the device and a new device was opened. The consultant observed unformed staples which were removed however it is not clear if this was from the new firing or the previous firing. There were no adverse consequences for the patient reported.